Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported air was in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 33mm watchman ® laa closure device & delivery system (wds) were used. The was in place in the laa and the wds was being inserted into the was. They began aspirating to remove the air; however, air kept coming out as if there were a small hole 2-3 inches from the wds assembly, but it appeared undamaged and there was no kinking. The air was only visible in the wds. Therefore, they exchanged the wds for a new one and completed the procedure successfully. There were no patient complications.